Event description:
It was reported the ipg was protruding out, and the issue had started after a recent procedure. (Ref MFR report: 1627487-2013-06564). There were no communication issues with the ipg, but the position was causing the pt discomfort. F/u identified the physician undertook surgical intervention on (B)(6) 2013 and repositioned the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.